Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient was dissatisfied and could not read. Iol exchange procedure was planned. Additional information received stating that lens was exchanged with company lens of other model but with the same diopter. In the surgeon¿s opinion, toric lens did not cause the problem, just patient needed to get a multifocal instead of a monofocal and patient realized after patient could no longer see up close with monofocal toric. The patient's issues resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the lens case. The optic is pressed against and between two posts in the lens case. A crack is observed in the middle of the optic. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and viscoelastic. Information regarding the handpiece was not provided. It is unknown if a qualified combination was used. There is not complaint against the reported lens. Information was provided that the toric lens did not cause the problem, the patient just needed to get a multifocal instead of a monofocal and they realized this after they could no longer see up close with monofocal toric. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).